Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report e2012058.

Event description:
It was reported by the plaintiff attorney that the plaintiff was implanted with a monarc subfascial hammock in or about (B)(6) 2009 with the intention of treating her for bladder prolapse and stress urinary incontinence. The plaintiff experienced "excruciating pain, difficulties urinating, and inability to engage in sexual relations" after surgery that she did not have before surgery. It was also reported that the plaintiff has recurrent infections and cannot walk for prolonged periods of time. As a result of the continuous pain, the plaintiff has taken pain medications on an ongoing basis. It was reported the plaintiff experienced "psychological, emotional, and debilitating distress." Resulting from the complications described. No additional pt complications have been reported in relation to this event.